Manufacturer narrative:
Correction date MFR rec should have been reported as 2018 (B)(6) at initial review. The date has been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patients name was incorrectly documented in the previous source document. It was noted that a manufacturer representative was the initial reporter. The serial numbers of the devices involved in the event as well as the replacement device were reported. The cause of the catheter dislodgment was not determined. The catheter was revised and the affected device was disposed of. No further complications have been reported as a result of this event. On 2018-02-27 e3 (hcp, rep): no additional information was noted.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a device manufacturer representative regarding a patient receiving fentanyl (200 .07 mcg/day) and baclofen (80.03 mcg/day) at unknown concentrations via an implantable infusion pump. It was reported that the patient had their infusion system implanted around (B)(6) 2017 and while the therapy worked great following the implant by the end of the month the therapy had stopped working and the patient was not receiving therapeutic relief. It was reported that the catheter had dislodged from the intrathecal space dropping from t9-10 to t12-l1. It was also reported that a "mass of medicine" was drained near the lumbar area. A catheter revision was done on (B)(6) 2018. No further complications have been reported as a result of this event.